Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate it. The root cause could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.